Event description:
Patient reported obtaining back-to-back blood glucose results of 454 mg/dl, 300 mg/dl, 283 mg/dl, and 218 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these results. No patient injury was reported and no treatment was received. Quality control testng had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.